Event description:
A plate, implanted in 2003 was noted as broken in 10/2003 and was removed on 3rd day. Plate was implanted for a supracondylar right distal femur fracture with communution, angulation and displacement. Plate fractured approx 2.8 months post operative. Diagnosis by explanting surgeon was non-union.